Manufacturer narrative:
(B)(4). Concomitant medical products: us157852 ¿ m2a cup ¿ 043740, item # 103200cp svc-taperloc por fmrl lot # 884340, item # 157446 m2a-magnum mod hd lot # 217970. Reported event was confirmed by review of operative notes stating metallosis and pseudocapsulre were noted as well as acetabular defects and osteolysis. Minimal trunnion damage was noted. Significant retroacetabular osteolysis noted with a large defect in the superior wall and surrounding areas. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03019, 0001825034 - 2019 - 03020, 0001822565 - 2019 - 04040.

Event description:
It was reported that patient underwent a left hip revision approximately 9 years post implantation due to pain. During the surgery, copious amounts of metallosis with dark silver, grey, black staining and fibrinous material was found. Pseudocapsule and acetabular defects and osteolysis were also noted. The shell, liner, and head components were removed and replaced.